Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technical support and no issues were identified. The pump was replaced to resolve the issue and the customer reverted to an alternate method of insulin therapy. It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl. The customer delivered a correction injection was to address the elevated bg level.